Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a question mark over the level sensor module icon on the central control monitor. Technical support personnel instructed the user to unassign and reassign the level module. The user had attempted this task and was instructed to temporarily assign the module due to the procedure starting soon. The question mark was removed and the system functioned as expected. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event. After the procedure was completed, the user contacted technical support personnel again, so that more time could be spent resolving the issue. The user was instructed to perform a hard configuration of the level sensor module. After unassigning and reassigning the level module, it was recognized and the question mark disappeared. The system was shut down and started twice after the configuration. Both times, the module was recognized.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.